Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on the insulin pump assembly. Data analysis: unable to perform data analysis due to no insulin pump history available on the history download. No data was available due to pump being returned without a battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was cancer and type 1 diabetes. The caller stated that the customer's blood glucose was very low at the time of death. The caller stated that the customer had hypoglycemia as complication of diabetes. The customer was not wearing the insulin pump at the time of death; it had been disconnected for approximately one week prior to death, because the customer was in a coma. The customer did not use sensors. The caller stated that they had already returned the insulin pump. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.